Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the lcd window, cracked case on the display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 156 mg/dl. Customer advised the insulin pump was dropped and there was a crack in the casing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.